Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, the main tube was broken. A piece measuring approximately 0.150¿ x 0.220¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the prograsp forceps instrument wire came loose during normal cleaning. There was no report of patient involvement.